Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 405 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 405 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.